Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that, around day 3 of sensor wear, he has been experiencing skin irritation and itching around the sensor's adhesive patch. Upon sensor removal, pt observes a moist irritated skin under the patch that dries out the same day but that continues to itch for a day or two after sensor removal. Skin irritation takes a week to fully heal but does not bruise nor form a scar. Pt also states that he has been using expired sensors. Pt consulted with his physician and was prescribed a hydrocortisone to prepare the insertion site prior to sensor insertion. At the time of his call to dexcom technical support, pt had not tried the prescribed topical cream and reports that last insertion site was still healing.